Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the past 3 days they had been getting "no device found" when trying to connect to the pump. The patient stated that they had to keep restarting the handset to get it to connect. The agent walked the patient through resetting the communicator, turning airplane mode on and off, communicator placement, and restarting the handset but that did not resolve the issue. The patient confirmed that the blue light on the communicator was solid and had it about a half inch from the pump. The issue was not resolved through troubleshooting. A replacement communicator was requested form the repair department. No patient injury reported. During the call, the patient also mentioned getting service code 156 (application restarting due to system error) when it did connect and mentioned that when they were able to connect it could take "up to 37 minutes" to get their bolus. The patient stated that they had 20 boluses per day. Per the patient, it would get to 90 percent and stop. They would also see a message that said, ¿close or wait.¿ the agent reviewed 90 percent telemetry considerations with the patient. Additional information was received from the patient who reported that despite closing the app after each use, and receiving a replacement communicator, they were still getting service code 156 (application restarting due to system error) before requesting a bolus, while requesting a bolus, and after requesting a bolus. The patient stated that for about a week and a half it had taken them 27 minutes to get a bolus and re-reported that the difficulties connecting put them behind and therefore they miss boluses. The patient stated that their normal doctor used to pull reports, and that seemed to help them, but their normal doctor had been out of the office for a year, then stated last september, so someone else had been helping them. The patient stated that the person helping them didn't ¿download the info¿ and it appeared that it was taking longer to connect since working with their doctor's replacement. The patient mentioned that sometimes the percentage didn't go to 90%, it went to 62% or 80%. The patient stated, ¿it¿s never been this bad.¿ the patient mentioned they used to get 22 boluses per day, but it was decreased to 20 boluses per day and they ¿decreased the strength¿ and they had tried other things to try to help but none of that had resolved the issue. The patient mentioned that they understand that they have more boluses than others, but they needed them because their health was not good at all. The agent reviewed bolus/storage considerations and reviewed that with the replacement it would continue to display a similar issue. The agent agreed to replace the handset, and the patient was going to further discuss with their hcp (healthcare provider). Per the patient they had fentanyl and bupivacaine in the pump. A replacement handset with a compatible wallet case was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory. Product ID: a820, serial#: unknown, product type: software. Product ID: hh90t01, serial#: (B)(6), product type: mobile platform analysis determined that the device wouldn't do telemetry and was unable to connect to the test communicator. The device was wiped and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.